Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the skin. On (B)(6) 2020, it was reported that the patient experienced a hypoglycemic episode the saturday prior to the call. She experienced syncope and required hospitalization. The behavior of the display device was not specified by the patient nor clarified by ts. The reversal of hypoglycemia was not specified by the patient nor clarified by ts. The length of stay in the hospital was not specified by the patient nor clarified by ts. The patient's condition at the time of the report was not specified by the patient nor clarified by ts. Attempts to contact the patient for more details about the episode were unsuccessful. At the time of contact, it was indicated that the patient was stable. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.